Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a cracked display window, scratched reservoir tube window and a missing end cap sticker.

Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer's blood glucose was 120 mg/dl. Customer stated the device might have been exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.